Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting both the right ventricular (rv) lead pin and left ventricular (lv) lead pin into the device header. The physician noted that they used surgical mineral oil for lubrication. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.